Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, a bullet snapped off a pinnacle lead outside the pt. Subsequently, as the physician was throwing another lead, the bullet was accidentally projected into the patient's bone, detached, and was left inside the pt. The case was completed with this device, and the pt is reported to be "ok".

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.